Event description:
This is filed to report an unspecified tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. After transseptal puncture, the steerable guide catheter (sgc) was not able to pass through the septum. The physician prepared to dilate the septum with a balloon but at that time the guide wire fell out and another transseptal puncture was performed. This time the sgc was able to pass through the septum to the left atrium. Echo showed a thin layer from the atrial septum to the aortic valve side on the short-axis image, and the procedure was continued without any particular extension. An xtw clip was advanced to the patients valve and the leaflets were grasped at the center of a2/p2. It was noted that positioning the clip was difficult due to the imaging quality. The physician inverted the shaft about three times and use the knob so that the posterior mitral leaflet does not go deep, and the shaft is tilted. On the echo image at the third inverted position, an object attached near the clip could be seen. The procedure was continued, and the clip was placed. After removal of the clip delivery system (cds), there was a thin translucent film-like deposit on the tip of the shaft. The procedure was complete with the mr reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning appears to be due to procedural conditions. A cause for the reported poor imaging could not be determined. A cause for the reported tissue injury could not be determined. Additionally, tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.na.